Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on june 02, 2026. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: observed red capsular. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture, baker grade unknown¿. Later the healthcare professional reported "capsular contracture, baker grade iii¿. This record is for the left side. Device was explanted.